Event description:
Pt reportedly had not been using the stimulation device for the last couple of years, as he claimed it was helping him. The device was still functioning normally during this time. The pt reported being at the store, bending over, & brushing against a magnet. The pt's physician was not able to turn off the device, & believes the "magnetic switch" had been damaged during the event. The device was explanted & returned to the MFR for analysis.